Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were only getting 2 days of charge out of their implant and the issue began about 7 or 8 months ago. Patient was told before having the procedure that they would get roughly a week of use before having to charge the implant. Implant was at 90% on monday and today they had 50%. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.